Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture and sensing anomaly. Chest x-ray revealed the lead was dislodged. The lead was explanted and replaced. The patients condition was stable post procedure.